Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). Device history record (DHR): reviewed the DHR for batch 25b17ged81, there is no abnormality and no such defect detected at in process and final control inspection. Sample evaluation: received one sample of easypump ii lt 100-50-s-EU/sa without original packaging. The batch number on the big bottom cap of the sample was 25b17ged81. Investigation results: the flow rate report of affected batch 25b17ged81 was reviewed. For final control flow rate report, the average flow rate deviation from the nominal flow rate was between -3.11% and 6.02%. The received sample was weighed at 60.90g. The average weight of an unfilled easypump ii for this article is 60g and the retained volume should be 3ml. Therefore, the pump is emptied upon receiving. The sample was decontaminated and sent for flow rate test. The flow rate deviation from nominal flow rate for received sample was -1.74%. The flow rate of received sample was within the specification ±15% deviation from nominal flow rate. However, there are some possibilities that can cause the sample to empty faster than nominal time in actual application, such as one or combination factors of more than one as below: factor 1: temperature. The temperature of the surrounding will affect the flow rate of the sample. For every increase of 1°c, the flow rate of the sample will increase approximately by 3%. For example, if the flow restrictor of the product reaches the temperature of 37°c, the flow rate of the sample will increase by approximately 18% which means the flow rate will increase from 2 ml/hr to 2.36 ml/hr. Factor 2: folded outer shell (outer layer). Folded outer shell (outer layer) will also act as the external pressure to elastomeric membrane and increase the flow rate of the product. Factor 3: external pressure. External pressure such as squeezing or laying on the pump will increase the flow rate which cause the pump to empty earlier than the nominal time. Simulation of external pressure had been conducted. The flow rate of the product can increase when external force is applied to the pump. However, this external force is against the intended use of the product according to IFU. Conclusion: since the flow rate of returned sample was within the specification, hence we considered this complaint as not confirmed. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.

Event description:
According to the event description: "the pump administered the chemotherapy too quickly; the administration ended at 9am instead of finishing at 4pm. No declaration to the authorities."

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow- up will be submitted when the investigation results become available. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc. Please note, this device is distributed outside the us and no gudid information exists. UDI number (B)(4). Premarket submission # k081905.